Manufacturer narrative:
According to the information provided, the bed was misused by customer, damage occurred during transport. The review of post-market surveillance data revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail, which is in line with side rail condition and information provided on the circumstances. Arjo device failed to meet its specification. There was no indication that the bed was in use for the patient treatment. This complaint is deemed reportable due to the side rail detachment.

Event description:
Arjo became aware of the event involving citadel patient care system. Device repair was requested by the customer. The device inspection revealed cracked upper arm and detached lower arm of the side rail assembly. The photographic evidence of damages was provided. There was no indication of patient involvement. No injury was claimed.